Event description:
It was reported that the user, who has memory issues, announced a meal multiple times on the ilet, resulting in accidental duplicate meal announcements while blood glucose was 181 mg/dl. Symptoms included none. Outcomes included no hypoglycemia and self-management through additional carbohydrate intake with stable glucose. Investigation included user counseling and follow-up to confirm glucose management and absence of alarms. Investigation of this case revealed user error related to repeated meal entries, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.